Manufacturer narrative:
The product was not returned for evaluation. The lot number for the device is unk, therefore a device history report review could not be conducted and the parameters of the lens could not be measured. No causal factors can be determined and no conclusion can be drawn. Any additional info received will be reported within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings.

Event description:
On (B)(6) 2014, a pt (pt) contacted our affiliate and reported a diagnosis of corneal ulcer in both eyes because of severe dryness while wearing 1-day acuvue moist contact lenses in "january or february about 4 years ago." This report is fort the right eye. "It is reported that the pt had a history of dry eye. The pt was instructed to discontinue contact lens (cl) wear for about 2 weeks. The pt was prescribed eye drops. After that, the pt was recommended to use 1-day trueye lenses and wore the cls without issue. It is reported that the pt's ou is fine at the moment. The pt refused a medical interview. The pt did not remember further info regarding the symptoms ou after removal of the suspect cl, name of the treating eye care professional (ecp), consult date, the ecp's instructions for follow-up visit, or the name of the prescription eye drops" no additional info is expected from the pt. Info for the left eye is documented in MDR 1033553-2014-00064.